Event description:
The patient was implanted with a left ventricular assist device. The perfusionist reported that the patient was having red heart alarms and frequent pump stops and the hospital suspected a possible percutaneous lead fracture. The log files showed 1 pump stoppage, with high power level and high pi readings.

Manufacturer narrative:
The patient remains ongoing with the implanted device. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.